Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified high glucose scan while using the adc freestyle libre sensor on (B)(6) 2021. As a result, the customer had a loss of consciousness, and emergency services were called. An unspecified high blood glucose test was obtained on the healthcare meter and the customer was provided unspecified medical treatment for a diagnosis of hyperglycemia. No further information was reported.